Event description:
On october 7, 2015 the lay user/patient contacted lifescan alleging that their onetouch ultramini meter was testing in memory mode. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient alleged that the product issue began at 9:55am on (B)(6). The patient manages their diabetes with pills, diet and exercise. The patient denied making any changes to their usual diabetes management regimen in response to the alleged issue. The patient reported that five minutes later they developed a symptom of "shaky". The patient denied receiving any treatment for this symptom. The alleged issue was resolved with troubleshooting. The patient was educated on proper use of the meter and replacement products were sent to the patient. This complaint is being reported because the patient developed a serious symptom associated with hypoglycemia after the alleged issue began.